Event description:
It was reported that the right ventricular lead had out of range impedance, no capture and low sensing. The patient was taken into the catheterization lab and the lead was checked through the analyzer. The lead checked out adequately. The lead was then reattached to the device and out of range values returned. A new device was implanted and the lead attached. All measurements on the lead were within normal limits. The lead is still in use with the new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead, (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary - the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further test ing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.